Event description:
Caller reported an occlusion alarm, but cts could not verify the alarm number in pump history. Blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. A one-time pump replacement was provided, and caller will use mdi as backup therapy.